Event description:
Diabetes educator reported hospitalization due to low blood glucose. Caller stated that insulin pump overdelivered insulin. The paramedics were called to assist with low blood glucose of 30 mg/dl. Treated customer with honey and glucagon. Transported customer to hospital. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.